Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a angio-seal device carrier tube was cracked. The carrier tube was found to be cracked and the suture was exposed when the angio-seal poly-foil pouch was opened. The device was not used and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was pci (percutaneous coronary intervention). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament. The vessel diameter was unknown. There was no health damage to the patient. There were no other devices or equipment used with the angio-seal device.

Manufacturer narrative:
One 8fr angio-seal sts carrier tube assembly was returned for evaluation. No other accessory components were returned. The bypass tube was situated on the tip of the carrier tube in its manufacturing location. The collagen was swollen within the carrier tube tip and expanded the slit. Functional testing was conducted, the carrier tube was inserted into a 8fr hemostasis sheath and pushed to forward lock position. The anchor exited the sheath as intended. Then the device was then pulled to rear lock position and the anchor posted against the sheath tip. Digital pressure was applied and all components exited the sheath. The collagen was soaked with water and compacted. No anomalies were noted. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that actual sample was the normal product. Based on the investigation results, it is likely that the collagen swelled within the tube which led the user to mistakenly assume that the carrier tube slit was a crack.